Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
H6 - adverse event problem - corrected device code to reflect analysis of lead fracture. The report event of lead break was confirmed. As received, visual inspection showed the returned lead found internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.